Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a laparoscopic surgery, the insert broke. Device was check before surgery. The broken part was retrieved after surgical search and the use of image intensifier radiation. The part was in the instrument pocket. No consequences for the patient.

Manufacturer narrative:
Integra has completed their internal investigation on november 21, 2017. Results: evaluation of returned device; one of the jaws is broken. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed complaints history; including this complaint, the complaint rate for product family bipolar electrode for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend. Conclusion: the cause of this defect cannot be determined with absolute certainty. Considering that no material or manufacturing defect was found, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU nt058 provided with the device requires to: " check the assembly and the functionality of all elements of the device before use".